Event description:
It was reported that when the ventilator was turned on, it did not blow any air. The ventilator was not on a patient when the reported problem occurred. It is unk if the ventilator alarmed. No patient harm reported.

Manufacturer narrative:
Na